Manufacturer narrative:
Concomitant products: ddmb1d4 ICD, implanted: (B)(6) 2016; 6935m62 lead, implanted: (B)(6) 2016.

Event description:
It was reported that a systemic infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.